Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer suspected his/her sensor may have been stuck in his/her body. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.